Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing ineffective therapy on her bilateral foot. The patient underwent a lead addition trial procedure. The patient underwent an ipg replacement procedure wherein two additional linear leads were implanted. The patient was doing well postoperatively. Explanted ipg was discarded.